Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was post-paced t-wave oversensing seen on the implantable cardioverter defibrillator. Programming changes were made to address this issue. The patient was asymptomatic and in stable condition.